Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced inadequate pain relief. A dye study was performed on (B)(6) 2014 and confirmed a blockage in the catheter near where the catheter enters the spine. The hcp suggested having the catheter replaced. The representative was at the dye study. The next refill was due on (B)(6) 2014. The home health nurse was not going to fill the pump as they don¿t ¿know where the morphine medication is going¿. The physician¿s office was contacted and a message was left. It was unknown if the patient was receiving effective therapy. The patient was waiting for workers compensation to approve the catheter revision. It was indicated that segments were left in the intrathecal space. It was unclear what this meant as surgery had not yet been performed. The pump was delivering bupivacaine and morphine

Event description:
Additional information was received from a manufacturer representative. It was reported that a catheter revision occurred.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient whose pump was implanted for non-malignant pain and multiple back operations. It was reported that the patient's catheter had been kinked, and the patient experienced headaches.